Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis also found the upper and lower cases are broken, both bail covers are broken and contaminated, ring cover is contaminated, battery contacts are compressed, and the keyboard is scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.